Event description:
It was reported that the patient was recently implanted with this implantable cardioverter defibrillator and a new right ventricular lead. The rate/sense channel is recording random signals that are oversensed. Technical services noted that it appears to be due to air bubbles in the device header, and that it should dissipate with time. In the meantime, the patient was put in electrocautery protection mode and monitor overnight, then take out of the protection mode and determine if the air bubbles are gone. Additional information provided indicates that the air bubbles were resolved and there was no asystole greater than 2 seconds as a result of this event. The device remains in service. No adverse patient effects were recorded.